Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, b5 , d1, d5, d3, h6, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-jul-2022 to 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding, which prevents user from accessing medication. The technical support specialist found that the application crashed due to the long boot time, which led to a power outage and database corruption. Performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing a user from accessing medication while a patient was on the operating room table. The customer stated that there was no patient harm, and the required medications were retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the application crashed due to the long boot time, which led to a power outage, breaking the database. A technical support specialist performed a full synchronization to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing a user from accessing medication while a patient was on the operating room table. The customer stated that there was no patient harm, and the required medications were retrieved from other station. There were no adverse events or injuries reported based on this event.